Event description:
It was observed during the device evaluation, that the bronchovideoscope exhibited noise on the image. There was no patient involvement.

Manufacturer narrative:
The device was evaluated . The device evaluation found noise in image occurred due to shorted charge coupled device (ccd ) cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.